Event description:
The surgeon implanted a plate silicone lens model aa420vl and was removed due to a capsule tear. A vitrectomy was performed and no other patient injuries were indicated. The surgeon stated the capsule tear was not lens related and there was no lens damage. The model and lot numbers of the injector and catridge were not specified.